Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 39-year-old female patient who had essure inserted. Concurrent conditions were listed as vaginal bleeding and abnormal uterine bleeding. On (B)(6)2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. On an unknown date, the patient had essure inserted. The patient was treated with surgery (hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6)2023: pre-operative diagnosis: abnormal uterine and vaginal bleeding, unspecified specimen: uterus, cervix, bilateral fallopian tubes, and bilateral essure devices result: additional sections of cervix show squamous metaplasia. P16 immunostain performed with adequate positive and negative tissue controls is negative. There is no high-grade dysplasia or malignancy. Diagnosis unchanged. Final diagnosis: result: uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy 1. Proliferative endometrium, negative for atypical hyperplasia or malignancy. 2. Cervix with extensive squamous metaplasia. 3. Bilateral fimbriated fallopian tubes, negative for atypia or malignancy 4. Essure coils noted bilaterally. Gross description: result: uterus, cervix, bilateral fallopian tubes, and bilateral essure devices: is a 81 g uterus with attached cervix and bilateral fallopian tubes. The serosa and endometrium are grossly unremarkable. Bilateral essure coils are noted. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6)2025: quality safety evaluation of ptc. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Medical device removal [medical device removal]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted. Concurrent conditions were listed as vaginal bleeding and abnormal uterine bleeding. On an unknown date, the patient had essure inserted. On (B)(6) 2023, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy and bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2023: pre-operative diagnosis: abnormal uterine and vaginal bleeding, unspecified. Specimen: uterus, cervix, bilateral fallopian tubes, and bilateral essure devices result: additional sections of cervix show squamous metaplasia. P16 immunostain performed with adequate positive and negative tissue controls is negative. There is no high-grade dysplasia or malignancy. Diagnosis unchanged. Final diagnosis: result: uterus, cervix and bilateral fallopian tubes, hysterectomy and bilateral salpingectomy. 1. Proliferative endometrium, negative for atypical hyperplasia or malignancy. 2. Cervix with extensive squamous metaplasia. 3. Bilateral fimbriated fallopian tubes, negative for atypia or malignancy. 4. Essure coils noted bilaterally. Gross description: result: uterus, cervix, bilateral fallopian tubes, and bilateral essure devices: is a 81 g uterus with attached cervix and bilateral fallopian tubes. The serosa and endometrium are grossly unremarkable. Bilateral essure coils are noted. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analysis of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.